Event description:
An incorrect date/time issue was reported with the use of the adc freestyle libre 2 reader. A caller reported the reader was missing the sensor ending countdown and as a result, the customer experienced a loss of consciousness and required food as treatment from a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.